Manufacturer narrative:
(B) (4) - pain - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a total pelvic floor repair procedure on 12/09/2009. The pt is experiencing lower back pain and a pulling sensation which started one and a half weeks post-operatively. The pt can feel the mesh when she starts to get a back ache which is generally about three hours after being on her feet. The pt was seen by the surgeon on (B) (6) 2010. The pt was taking hydrocodone post-operatively and the surgeon has continued the prescription once daily. The surgeon prescribed diflucan for treatment of a yeast infection. The surgeon opines that the pt is "still healing" and the pt's condition is "improving".